Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4 model no - additional information d4 serial no - additional information d4 lot no - additional information d4 expiration date- additional information d4 UDI - additional information h2 type of follow up- additional information h4 device mfg date- additional information h6: additional information

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.